Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt could not adjust her stimulation using her programmer. F/u info received indicated that the healthcare professional attributed the event to the programmer. The pt also had a revision performed due to pain at the neurostimulator site. Following the revision, no injuries were reported and the pt was reported as doing "great".